Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, loose motion and weakness. The cause of the peritonitis was unknown, reported as due to travelling. It was not reported if the patient was hospitalized. The day before the event onset, the patient was treated with injection vancomycin (1gm, once daily, intraperitoneal, discontinued after 11 days). The same day as event onset the patient was treated with injection ceftazidime (1g, once daily, intraperitoneal, discontinued after 10 days) for peritonitis. At the time of this report, the patient recovered from peritonitis 10 days after event onset. Pd therapy was ongoing. No additional information is available.